Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels reaching 325 mg/dl. Customer stated they have been traveling, not moving around as much, and eating more than usual. Customer delivered a bolus and changed their site to stabilize blood glucose levels. System check with tandem technical support was performed and the pump was functioning as intended.